Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed no indications of a device malfunction. The device was not available for return.

Event description:
It was reported that the patient experienced a loss of balance. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient noted effective pain relief while using stimulation, but had the device removed. There have been no reports of further complications regarding this event.